Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level of 598 mg/dl; cause was not known. Bg was addressed via manual insulin injection. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.